Event description:
In 2008, boston scientific corp was informed that during a gastroscopy, while the band was down the scope and inside the pt, it would not "fire off". Another of the same device was used to complete the procedure without any pt complications. Pt is "stable".

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the MFR and expiration dates cannot be determined. The suspect device has been disposed. A device eval will not be performed; therefore, the cause of the reported event is undetermined.